Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system. The user did not use the proximal seal in the middle during the separation from the delivery system after seal loading. The surgery is well done and the patient is in good condition.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.218in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. The seal and tension spring assembly was observed to be inside the loading device. The seal and tension spring assembly was removed from the loading device. No visual defects were observed on the seal and tension spring assembly. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system. The user did not use the proximal seal in the middle during the separation from the delivery system after seal loading. The surgery is well done and the patient is in good condition.